Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 . The device was implanted. On (B)(6) it was noted on computed tomography (CT) that the device embolized to the descending aorta. On (B)(6) the device was snared and removed from the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. It was noted that the patient had complex anatomy with minimal depth on the mitral side. The patient's minimum landing zone was 15mm and the maximum landing zone was 18mm. The patient's left atrial pressure was 13mmhg. Sizing was determined with transesophageal echocardiogram (tee) and angiography. Tee was used for the procedure. Two partial re-captures were done during the procedure. Close criteria were met. A tension test was performed. The occluder had tire-shaped compression. The device was implanted. On (B)(6) 2024 it was noted on computed tomography (CT) that the device embolized to the descending aorta. On 07 november the device was snared and removed from the patient. The patient status was stable.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received and per event details, the reported device embolization appears to be related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.